Manufacturer narrative:
The field service engineer checked the system pressure and probe washing. The probe alignments were checked. A photometer check was successful. Detergent and cell blank cuvette levels were checked. The probe condition was checked. A review of alarm information showed frequent probe aspiration alarms. Precision studies were performed and were successful. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. The sample initially resulted in an hba1c value of 8.3 %. A doctor questioned the result, so the sample was repeated, resulting in a value of 4.98 %. The repeat value was deemed correct.